Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, after deploying two bands, the next band could no longer be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head had five bands attached, some of them had overlapped and moved from their position. The returned ligator head were damaged/bent. The trip was secured and the slack was taken up correctly. The suture thread was intact and was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands had overlapped and moved from their position, and the ligator head teeth were damaged/bent. Based on the device condition, it is possible that some knots along the suture thread got dislocated from the teeth on the ligator head which could have been generated due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands had overlapped within each other, consequently, due to tension, the ligator head teeth became damaged/bent. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, after deploying two bands, the next band could no longer be deployed. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.